Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump for intractable spasticity. It was reported that the patient was due for a pump refill sometime in (B)(6), but they didn¿t know the date. The patient had gone to their physician to get a refill, but the physician didn't take his new insurance, so the patient needed to find a new physician. Regarding if the patient was having signs of withdrawal since missing the refill, it was indicated that they were but that they were also having them before he was refilled in march. The patient was having withdrawal symptoms before the refill. It was noted that with the patient¿s first two or three pumps, he never had a problem. However, with their current pump it was never like it used to be and the patient was having a lot of spasticity since it was put in. Physician listings were provided. No further patient complications have been reported as a result of this event.